Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc had an intermittent power up issue. A replacement pc was ordered and was rescheduled due to ongoing physicist testing in the lab. The fse replaced flex vision pc and updated software in another case to resolve the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot, preventing a full system boot the device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.